Manufacturer narrative:
The test strips were requested for investigation, however, the test strips have been used up and are not available to return. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is an approximation; the reporter stated the event was in november. The result from the meter was 1.9 inr. The result from a sample drawn for the laboratory within 4 hours was 2.5 inr. The patient¿s medication was adjusted based on the meter result; the result from the laboratory was returned 2 days later. The patient was not adversely affected due to the medication change. The patient¿s therapeutic range was not provided. The reporter declined to provide any additional information.